Event description:
It was reported that the patient has had an increase in seizures since her battery died. The patient was referred for generator replacement. The patient¿s programming history was reviewed and the data was observed from (B)(6) 2013 through (B)(6) 2014. The patient underwent a full revision on (B)(6) 2015. But the site would not provide specifics regarding the reason for the full revision. It was reported that no further information can be gained as the site will not provide any patient information. It was also reported that the explanted products cannot be returned for product analysis as the hospital does return explanted devices.

Event description:
On (B)(6) 2015 an implant card was received which indicated that the patient only had a generator replacement on (B)(6) 2015 and it was due to battery depletion.